Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). Photos of the explanted device have been received; evaluation has not yet begun. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and palpation. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound and palpation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as fold flow opening. Missing shell assessed as inconclusive. As per the investigation procedure, particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported left side device rupture diagnosed via ultrasound and palpation. The device has been explanted.